Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that, initially. The rn reported the issue to them. As an action taken to resolve the issue, the device was turned off and the MRI was stopped when the patient noticed an uncomfortable sensation. The patient¿s pain issue following the MRI was not resolved to the knowledge of the representative. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they received an email from the healthcare provider¿s office stating that the patient had a brain MRI on (B)(6) 2019 and forgot to turn off the ins. During the MRI the patient had a sharp shooting pain and discomfort down their leg, so they stopped the MRI. It was noted that the office believed it was the right leg and that the device and lead were also on the right side. The patient reported to the office that ever since that time they had a constant sharp sensation in their perineal/rectal area, they turned the device off for a few days and it continued. The patient believed that the pain was related to the MRI. The office interrogated the device on (B)(6) 2019 and had no impedances noted. The rep was inquiring about further treatment and testing options. No further complications were reported.